Event description:
Upon receiving the device at physio-control, it was reported that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. A screw was removed at the location of the power switch flex and the device then powered on properly. After reinstallation of the removed screw, the device operated normally and no other discrepancies were found. Proper device operation was observed through functional and performance testing. A replacement device was sent to the customer. The cause of the reported failure could not be determined.